Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine check and upon interrogation, one hundred sixteen auto mode switch episodes were noted. Only four egms were available, and all egms appeared to be short episodes of atrial lead noise. Programming changes was not an option as sensitivity needed to remain in auto and patient had small p-waves during atrial fibrillation episodes. Since the lead noise did not interfere with the device function and only two mode switches episodes were inappropriate, it was decided to just continue to monitor the patient. Patient was stable before during and after the routine check.